Event description:
Vent shut down while on lithium external battery. Error code appeared on screen but not documented by caregiver. Vent was restarted & placed back on patient but she said it was not giving enough volume. No allegation of patient harm. Accessories: humidifier, power source: external battery.